Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 575 mg/dl and he is new to the insulin pump. Customer stated that he just ate this morning and was expected it to go down to 375 mg/dl but when he checked his blood glucose, it was still high. Customer treated through the pump. Customer stated that he has a back-up plan. Customer's blood glucose was 467 mg/dl this morning. Customer treated with 19.2 units this morning and tested at 565 mg/dl about 15 minutes ago. Customer stated that he ate white eggs and half oatmeal from mcdonalds. Customer stated that he is active and drinks diet coke because he does not like water and has new false teeth. Customer found 3 air bubbles in the reservoir. Customer stated that they changed the reservoir yesterday morning. Customer performed the high pressure test and the pump passed. Customer was advised that the pump is working as designed. Customer stated that the cannula was bent and was advised to do a complete set change.